Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of over 533 mg/dl. An insulin injection was administered by a school nurse to treat the bg.. Reportedly, the customer reverted to an alternate method insulin therapy.